Manufacturer narrative:
Pump was received with a blank display due to cracked lcd glass. Unable to perform the displacement test due to cracked lcd glass.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that back of the pump was damaged along the left side. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.